Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Final analysis found no indication of conductor fractures or internal shorts and no physical anomalies.

Event description:
It was reported that during procedure, the right ventricle (rv) lead exhibited r-wave amplitude variation. The rv lead was not used, and a different lead was used to complete the procedure. The patient was recovering post procedure.

Manufacturer narrative:
Investigation findings was updated to no problem detected.